Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pulmonary vein isolation procedure using an inquiry optima loop catheter, a pericardial effusion occurred. Geometry was created in the left atrium with no difficulty. Additional geometry was created in the left atrial appendage with the inquiry optima loop catheter when the patient complained of not feeling well. An echocardiogram revealed a pericardial effusion near the left atrial appendage and the case was aborted. The patient developed a cardiac tamponade while in recovery and was taken to the operating room for open heart surgery to repair the cardiac perforation. The patient was then in stable condition. The physician believes the patient's difficult anatomy contributed to the catheter perforating the left atrial appendage there were no performances issues with any sjm device.